Event description:
Patient developed chest pain during her 11th prosorba treatment. She was diagnosed with pulmonary embolism. No source of the pe was determined. Her central venous catheter was removed, symptoms resolved and she was discharged. She will receive no further prosorba treatment. This adverse event occurred in germany and we have been unable to obtain the lot number of the prosorba column used.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship.